Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4). The catheter (B)(4) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering morphine (25 mg/ml at 2.253 mg/day) and bupivacaine (20 mg/ml at 1.802 mg/day). Analysis of the catheter found coring in the seal of the sutureless connector which met the leak criteria.

Event description:
The patient reported through a manufacturing representative that he had symptoms of withdrawal. The patient experienced nausea, vomiting, diarrhea, sweating, and increased pain starting on (B)(6) 2015. The patient felt like he was "on fire." The patient was seen in the emergency room (ER) and given meds to cover the patient until he could see the managing hcp that week. The symptoms worsened on (B)(6) 2015, and the patient went back to the ER. The patient had frequent, hard falls. The pump was interrogated for logs. No actions or interventions had been taken. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. The catheter and pump would most likely be replaced because eri (electronic replacement indicator) had ten months. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" at the time of this report. The system was delivering morphine 25mg/ml at 2.1mg/day. The lot number was unknown. The indications for use were malignant pain, abdominal/visceral, and colon. If additional information becomes available, the event will be updated. Additional information was reported by the company representative. The device was explanted. Additional information was reported by healthcare professional (hcp) the company representative. The patient is having similar symptoms with the new pump and the hcp suspects that the patient had been removing drug from the pump.